Event description:
It was reported that during a sigmoidectomy procedure, the anvil was detached while the doctor was closing the anvil and the indicator was almost in the half range of the green gap setting scale. The anvil was set again, but it was detached two or three times. Finally the device could be closed and fired completely. As it was found that the ring was formed correctly, the operation finished without any problem. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.